Manufacturer narrative:
(B)(4). Baxter received one device for evaluation. Particulate matter condition confirmed. Examination of the unit found a loose, white particle (approximately 0.2mm in size) in the tubing. The root cause of this condition is related to manufacturing processes. Awareness training was conducted to extrusion personnel on (B)(4) 2010. No other observation was noted on the unit.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to have white particulate matter in its tubing. The device was being filled with saline at the time of discovery. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.